Manufacturer narrative:
The manufacturer previously reported a ventilator became inoperative and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen pressure condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board were replaced to address the issue. The device had evidence of physical damage.